Manufacturer narrative:
D4/h4): the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3): the tight rail sub-c device was discarded, thus no returned product investigation was performed. H6): perforation of vessels is a known risk of complication with use of the tight rail sub-c device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to non function. The case was challenging, due to the leads being positioned directly under the clavicle (collarbone). Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Beginning with a spectranetics 11f tight rail sub-c rotating dilator sheath, advancement was made down each lead to the end of the subclavian vein. Next, multiple spectranetics devices (12f glide light laser sheath, then a 14f glide light, and lastly 13f tightrail rotating dilator sheath) were required on each lead (due to stalled progress) in order to advance down the vasculature. With the 13f tightrail, both the ra and rv leads were removed successfully. However, it was noted that significant blood loss had been occurring from the pocket during the entire procedure, and difficulty was encountered as attempts were made to maintain hemostasis. Although there was significant bleeding from the pocket, no bleeding was noted within the pleural space. To identify the source of the bleeding, a vascular surgeon was consulted, and a perforation in the subclavian (below the clavicle) was identified. Due to the injury location, pressure could not be applied to the area. Therefore, the access site was extended, and in conjunction with administration of blood products and cell saver, repair to the perforation was completed. The patient survived the procedure and was transported to an ICU bed to recover. This report captures the 11f tightrail sub-c, the first device in use within the subclavian when the bleeding was first noted, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.